Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Subsequently, patient was revised in 2006. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - 2006. Date explanted - 2006. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.